Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Report source: (B)(6). Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient had a revision procedure 7 years post-implantation due to backside poly wear. Subsequently, the bearing was revised. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated via photos and the reported event was confirmed. Visual examination of the provided pictures confirm the adverse wear of reported product. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 2 views of the right knee demonstrates a large joint effusion. Mild radiolucency at the bone hardware interface of the tibial component. Overall fit and alignment of the implants is appropriate. Normal bone quality. Possible early loosening of the tibial component. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.